Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator's touch screen froze during use with a patient. The customer reported that there was no patient harm.

Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr determined that the screen needed to be re-calibrated. After calibration the device operates to specifications.